Manufacturer narrative:
It was reported that there were two foreign particulates found on a lap sponge in the custom pack which compromised the sterile field. The lap sponge was removed and the case continued without further incident. There was no injury to the patient. The patient was given prophylactic IV antibiotics which is their post procedure protocol for all procedures. The sample has not been returned for evaluation. A root cause has not been determined. However, due to the need for a medical intervention and in an abundance of caution, this medwatch is being filed.

Event description:
There were two foreign particulates found on a lap sponge in the custom pack which compromised the sterile field.